Event description:
It was reported that pepgen p-15 putty was used with simultaneous implant placement in the left posterior maxilla with fair oral hygiene and reported bone quality type ii. The osteotomy was prepared via drilling and healing was subgingival. The implant had clinical mobility and did not osseointegrate and the site developed infection and peri-implantitis; explantation, after functional loading. It is not clear placement, after functional loading. It is not clear if the graft was integrating with the surrounding vital bone or if it also failed with the implant.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.